Event description:
It was reported that during the meniscus repair surgery, surgeon used the fast-fix 360. The package of the product was normal, while t2 could not be deployed according to the standard operating procedure. T1 was removed and a backup device was available to complete the procedure with no significant delay or patient injuries.

Manufacturer narrative:
One fast-fix 360 curved needle delivery systems was returned for evaluation. Visual assessment of the device showed t1 is missing from the suture construct. T2 is free from the device but remains attached to the suture. Actuator is in its post t2 deployment position indicating a complete deployment. Delivery needle is bent. Device was functionally tested for proper actuator advancement and cycling, device functioned as intended. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed.